Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a malfunction of the zoom. There was no patient harm associated with the event. The device was evaluated, and it was found that the nozzle had foreign objects. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage on zoom charged coupled device, zoom did not work smoothly. In addition to the nozzle having foreign objects due to insufficient cleaning, additional findings were as follows: due to wear of zoom lever, water tightness was lost; plastic distal end cover had a dent; adhesive around light guide (lg) lens was peeled; lg lens had a crack; objective lens had a crack; adhesive around objective lens was peeled; paint on suction cylinder was peeled; paint on air/water cylinder was peeled; forceps elevator lever was deformed; due to clogging of the nozzle, water removal ability did not meet standard value; due to clogging of nozzle, air supply volume did not meet standard value; adhesive on bending section cover had white-clouded area and a chip; due to wear of angle wire, the play of up/down knob was out of standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to adhesive peeling around objective lens, streak of flare appeared in the image; suction connector had a dent; and universal cord had a wrinkle. The following device components were scratched: objective lens, switch box, connecting tube, protector of universal cord on suction connector side, universal cord, and image guide protector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.